Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician experienced difficulty adjusting the valve while setting up for the procedure. According to the report, the sales rep tried adjusting the valve after the event and it worked fine for them. The report stated that there was no injury or adverse impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.